Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain. It was reported the patient has cycling programmed for their device. The patient stated they felt the stimulation cycle off, but the device did not turn back on like it normally does. The patient stated it correctly cycled for weeks, and this was the first time they had any sort of issue with their device. The patient was concerned the device may be failing. The patient stated they went home and confirmed the ins was turned off by using the patient programmer. The patient was able to successfully turn the stimulator on and adjust their settings back to normal using the patient programmer. The device was fully charged, and the patient keeps it maintained. The patient said the device seems to be functioning normal now. It was recommended the patient monitor the issue. No further complications were reported.